Manufacturer narrative:
The customer was provided with support with assistance from the ge healthcare remote technical expert. At the recommendation of gehc tech support, the customer replaced the manifold cover to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The customer reported a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.